Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be filed should any significant supplemental information become available

Event description:
During follow up with the home patient's nurse, she stated that she was not made aware of this alarm; however, the patient has been doing fine and has had no patient injury or medical intervention reported.

Event description:
A customer contacted (B)(6) regarding a system error 2240 that appeared on the home choice (hc) during dwell 4 of 4. (B)(4) recycled power to clear the alarm and explained the alarm. The home patient (hp) would finish with manuals. The hp was to call the registered nurse (rn) regarding the air detect alarm and being connected. There was no serious injury or medical intervention indicated at the time of the initial report.